Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the failure to open was a large disparity in the diameter of the blood vessel and the device diameter.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right internal carotid artery. The max diameter was 6.2mm, and the neck diameter was 4.3mm. The landing zone was 2.1mm distal and 4.3mm proximal. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment had been administered. It was reported that considering the landing of the distal aneurysm, deployment was initiated from the middle cerebral artery. Due to the significant discrepancy between the vessel diameter and the device diameter, poor deployment of the pipeline's distal end occurred. Several attempts were made to re-sheath and resolve the deployment issue, but it did not improve, so the device was removed. The deployment strategy was changed from the middle cerebral artery to ic-top, and a shorter stent of the same size was deployed without any issues, completing the placement successfully. The distal part of the pipeline had been positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. No other operations were taken to deploy the stent. The patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.